Event description:
The patient seizures were noted to be uncontrolled and having many breakthrough seizures. Patient was scheduled for full revision. Patient was reported to not want a full revision and mentioned possible removal. No known surgery has occurred to date. No additional relevant information has been received.